Event description:
During an atrial fibrillation procedure, a thrombus was noted on the sheath which required medication administration. After mapping the right atrium (la) with an advisor hd grid mapping catheter, transseptal was performed with non-abbott (baylis needle) and agilis 8.5 fr. The mapping catheter was advanced into the la and it was seen immediately on ice that there was a thrombus formed on the agilis sheath. The mapping catheter was removed from the patient. Tnk was administered and the clot dissolved. Neurological testing to monitor for any cerebral events were negative. The patient suffered no adverse consequences.